Manufacturer narrative:
The customer reported that their gf-210ra readings will disappear and re-appear and give very inaccurate readings. The waveforms and numerics will flash on and off when taking co2 readings. Additionally, the device will continually display a change water trap message. Switching out the bedside resolved the issue. Defective bedside monitor and gas unit have been sent in for evaluation. No patient harm was reported. The unit was cleaned and evaluated. The reported problem of the gas unit giving a "check water trap" error was only duplicated when the device was tested with a non-drager gas sample line. Tested with multiple sample lines, all gave intermittent "check water trap" message and the o2 values also intermittently drop out. The nit operates to manufacturer's specification.

Manufacturer narrative:
The customer reported that their gf-210ra readings will disappear and re-appear and give very inaccurate readings. The waveforms and numerics will flash on and off when taking co2 readings. Additionally, the device will continually display a change water trap message. Switching out the bedside resolved the issue. Defective bedside monitor and gas unit will be sent in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their gf-210ra readings will disappear and re-appear and give very inaccurate readings.